Event description:
A surgeon reports a crack was noted on the intraocular lens (iol) following insertion and the lens did not appear to unfold in the eye (the haptics stuck to the optic). Enlargement of the incision was required to accommodate removal of the lens. Another lens was implanted without a problem. There has been no harmful consequence to the pt. The surgeon expressed that the crack may have occurred upon folding in the delivery system cartridge.